Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a (B)(6) product. Event description: it was reported that the patient suffered a pericardial effusion. While delivering pulsed field ablation (pfa) in the left superior pulmonary vein, a high activated clotting time (act) reading was noted. An intracardiac echocardiography (ice) ultrasound imaging was then used to check for a pericardial effusion- "a growing effusion" was noted. Protamine was administered to the patient, while continuing to monitor the patient via ice. The patient's blood pressure then dropped, and a pericardiocentesis was performed. Cardiopulmonary resuscitation (CPR) was administered during this time, followed by extracorporeal membrane oxygenation (ECMO). Current patient status was unknown at the time of reporting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).